Event description:
Patient presented to the physician with an infection and drainage at the chest incision site. Physician prescribed antibiotics. Physician brought the patient into the operating room, flushed the pocket with antibiotics, debrided the incision, removed the ipg and sensing lead, capped the stimulation lead, and closed the chest incision.